Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. It was reported that the atrial lead experienced inappropriate automatic mode switch due to noise oversensing. The patient would be continued to be monitored. Intervention and patient condition were not reported.